Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the upstream occlusion message during therapy (dose, programmed amount and delivery rate unknown) at the intensive care unit of the hospital. The patient allegedly experienced profound hypotension (40/20) due to the interruption of the vasopressin and phenylephrine. There was no known medical intervention associated with this event. No additional information is available.